Event description:
It was reported that cgm displayed malfunction message referred to as error 42 during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed that malfunction message did not reappear after reset, and then successfully started new sensor session.